Event description:
It was reported that the patient presented to the clinic with discomfort during a follow-up visit. The left ventricular lead exhibited phrenic nerve stimulation. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.